Event description:
Pmt corporation received a medwatch on (B)(6) 2015 regarding a patient that had a metal fragment left behind after removal of depth electrode. Here is the original narrative from the medwatch received. "Stereoelectroencephalography (seeg) leads were placed in early 2015 and removed 9 days later. After removal, an intra-operative x-ray showed several tiny metallic fragments near the skull based. This electrode tip was removed during an already planned secondary surgery."

Manufacturer narrative:
Pmt reviewed all information that was received from the user. The direct cause of the event is unable to be determined since the device and accompanying components were not returned for investigation/evaluation. The potential cause could be that the electrode tip somehow got lodged at the bottom of the anchor bolt when the surgeon was removing the electrode, causing the distal tip to break off and be left behind. However without evaluating the components, this is speculation. The user facility had no information regarding model numbers or lot numbers of the product reported.